Event description:
A report was received that a patient's ipg and partial leads (refer to mrf. Report # 3006630150-2011-00170) were explanted due to an infection at the pocket site. The patient's symptom was pus at the pocket site and was administered IV antibiotics. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2218-50 serial# (B)(4) description: linear st lead with preloaded enhanced stylet - 50 cm. The explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Event description:
A report was received that a patient's ipg and partial leads (refer to mrf. Report # 3006630150-2011-00170) were explanted due to an infection at the pocket site. The patient's symptom was pus at the pocket site and was administered IV antibiotics. The patient is reportedly doing well following the procedure.